Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient felt discomfort at the implantable pulse generator site. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
It was reported surgical intervention was undertaken on 9 may 2022 wherein the ipg was relocated to a new pocket site resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.